Manufacturer narrative:
The lead is not able to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead and associated pacemaker exhibited high, out-of-range pacing impedance measurements. The high impedances had been observed for almost one year, and more recently the pacing threshold measurements had also increased. The lead was surgically abandoned and replaced. The device remains in service with the new lead. No additional adverse patient effects were reported.